Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02-apr-2026, a distributor reported via email that an ar-1588rt-2j tightrope ii rt was observed to have broken at the junction of the fifth locking mechanism during an acl reconstruction procedure performed on (B)(6) 2026. No patient harm was reported. Additional information was received on 13-apr-2026: the break was a complete separation, with no fraying or partial damage observed prior to the event. The separation occurred during final fixation. No locking issue was noted; the hcp tied down the tensioning strands following the event. The initial implant was used, and no replacement implant was placed. The anchor remains implanted in the patient. All detached fragments were accounted for and retrieved. The surgeon tied down the tensioning strands and assessed the graft to be sufficiently secure without replacement. The surgery was delayed approximately five minutes. No additional anesthesia was required, and no adverse patient effects were reported.